Event description:
The customer reported that when the device handle is latched, the device activates without the activation button being pushed. Another device was opened to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.